Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient was doing work activities and reached really hard into the back. Now the patient is worried that the lead got pulled out. Information was requested to the sales representative but he mentioned that the implanting medical doctor never notified on this patient. Also, there was no device interrogation recorded. The patient is scheduled for september at the device clinic. No known adverse patient effects were reported.

Event description:
It was reported that the patient was doing work activities and reached really hard into the back. Now the patient is worried that the lead got pulled out. Information was requested to the sales representative but he mentioned that the implanting medical doctor never notified on this patient. Also, there was no device interrogation recorded. The patient was scheduled for september at the device clinic. The sales representative mentioned that this patient missed his september clinic appointment and the physician asked for the next/latest latitude transmission. That was on (B)(6) 2020. Device showed normal device function and didn't request patient follow up. The physician would hope this patient would come in for a routine clinic appearance. No extra follow up requested by md due to apparent normal device function via remote monitoring check. No known adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.